Event description:
A malfunction alarm was reported with no events leading up to it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by resetting the malfunction code, and the customer was instructed to continue using the pump and to contact support if the code recurs.